Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited higher remaining longevity compared with the exhibited on previous device check. Patient with automatic capture on. Magnet rate is at 100 bpm. Technical services discussed possible explanations for the behavior and recommended doing 3 month follows ups to make sure battery status is consistent. No adverse patient effects were reported.